Event description:
Information was received from the healthcare provider (hcp) via a manufacturer representative regarding a setscrew driver used on the patient having t10-l4 spinal fusion for chance fracture. It was reported that the instrument was broken. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received that when the latch was pressed, the rod grip does not open. There was damage to the opening and closing mechanism. Product came in contact with the patient.

Manufacturer narrative:
H3: product analysis # pe: 706102526, part # 7578900, lot # sw18g067 visual and optical inspection revealed the hex edges on the tip of the instrument have been rounded over and stripped out and the inner obturator tip has been bent and the button has broken. The damage to the instrument appears to be from excessive force placed on the instrument during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.